Event description:
It was reported, that the device caused a non-boston scientific wire fracture. Requiring additional intervention. This 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure. The 100% stenosed lesion was passed with a non-boston scientific guidewire. The lesion was pre-dilated using a boston scientific sterling balloon. Then a non-boston scientific filter was placed, and this jetstream catheter was used, one pass with blades down, and one pass with blades up. Next a boston scientific ranger balloon was used, and the non-boston scientific filter was subsequently removed. Afterward, a piece of wire or thin thread/lace of the non-boston scientific guidewire or filter wire was observed via fluoroscopy. Attempts were made to retrieve the fragment of wire with a sling. However, attempts were not successful. The wire fragment remained in a small side branch and blood flow was not impaired for the patient.